Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd safetyglide¿ insulin syringe ¿there is a broken barrel.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: investigation summary: customer returned (1) 1/2cc, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 6315892. Customer states that the barrel is broken. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-20 unit markings. Sample was forwarded to manufacturing (holdrege) on (B)(6)2018 for further review. On (B)(6)2018 , holdrege received one (1) 0.5ml, 8mm, 30g bd safetyglide insulin syringe in an opened blisterpack from batch# 6315892. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause is likely to be a jam on the infeed/prep dial during assembly of the syringe. When this occurs, damage such as that observed within this sample, may occur and go unnoticed and on to the consumer. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6315892 as per manufacturing, a review of the device history record was completed for batch# 6315892. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200671856, 200671673, 200672661, 200672584] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.